Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Impaction handle: button on handle to put on and take off impactor jigs broken while impacting femoral implant with mallet.

Manufacturer narrative:
The complaint states total knee arthroplasty. Fb tibial impactor: shattered on impact with mallet while implanting tibial implant. Impaction handle: button on handle to put on and take off impactor jigs broken while impacting femoral implant with mallet. 5mm macro insert: discovered by nurse that it was chipped before used on patient. Used other available impactor handle and used other tibial impactor. 5mm insert not needed. Notified surgeon that items would be replaced. Notified the warehouse. No delay or adverse event. The investigation could not confirm the complaint as no device was returned. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis. Addendum added 15 mar 2017 - the device was returned both the spring and lever was returned. Upon examination it was confirmed that the lever had broken. The above conclusion remains valid. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The complaint states total knee arthroplasty. Fb tibial impactor: shattered on impact with mallet while implanting tibial implant. Impaction handle: button on handle to put on and take off impactor jigs broken while impacting femoral implant with mallet. The 5 mm macro insert: discovered by nurse that it was chipped before used on patient. Used other available impactor handle and used other tibial impactor. The 5 mm insert not needed. Notified surgeon that items would be replaced. Notified the warehouse. No delay or adverse event. The investigation could not confirm the complaint as no device was returned. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.